Event description:
When aspirating the 7f vista brite tip guiding catheter, air bubbles were noted in the syringe. The physician felt that it was possible that there was a crack on the hub or on the catheter.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis, but the device has not yet been received. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt.